Event description:
While device was on patient, all parameters read "0" and patient decompensated resulting in a patient code. Prior to this event, patient was bronched (had a bronchoscopy) and ventilator was attached to patient while bronched. The two alarms that went off during bronchoscopy were: occluded airway due to bronchoscope and co2 high because airway was occluded. Shortly after bronchoscopy, all alarms cleared and back to normal. Patient was doing okay on ventilator for the next few minutes before suddenly all parameters stopped; no chest rise noted and patient decompensated. While bagging patient; leak test was done twice and failed. Finally the third time leak test passed when pinching off h2o bag. Patient put back on the ventilator and all parameters reading well and within range. This event had minimal temporary harm.